Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient was hospitalized for elevated blood glucose levels and dka. The patient reports that, around the same time period, boluses were programmed but there were no records of the boluses or attempted boluses in the history. The patient reported that on other occasions, the history of basal and bolus deliveries as well as the suspect history was inaccurate. On yet other occasions, the patient reported, the pump did not alarm when there was low or no battery power.